Event description:
Rptr placed a number of artglass dental restorations which failed in relatively short order and which they replaced at no charge to their pts. Rptr was reimbursed a nominal amount due to the defective nature of the restorations, but feels kulzer did not adequately inform the dental profession of the inherent problems with artglass, nor offer adequate compensation for lost time, labor, damage to professional reputation, etc.